Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is returning for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with thrombosis on (B)(6) 2018. The procedure was to treat a perforation caused by another device. A 3.5 x 19 mm graftmaster covered stent was intended to be implanted in the left anterior descending coronary artery that was moderately calcified and a chronic total occlusion, but it was unable to cross the lesion. It still failed to cross even after several attempts. Continuous low-pressure balloon inflations were performed and embolization therapy. Unfortunately, the patient died the same day. The reported cause of death was due to bleeding. It was confirmed that the patient health was declining prior to graftmaster use and, in the opinion of the physician, the graftmaster did not cause or contribute to the death. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Analysis of the returned product indicated that the stent delivery system (sds) was returned with blood in the balloon folds, in the guide wire lumen and on the entire device, consistent with use of the device. The balloon was tightly folded. The stent implant and white foil was stationary on the balloon between the markers. There were multiple bends in the entire length of the hypotube, which likely occurred as a result of handling/packaging of the device for return to abbott vascular for analysis. A snap gauge was used to measure the outer diameter of the stent implant, which met specification. There is no indication of a product quality issue; therefore, no corrective action is required.